Event description:
An out of box failure was reported stating device is not warming. No patient involvement.

Manufacturer narrative:
Other, other text: device evaluation: one level 1 trauma fast flow system was returned for analysis. Visual inspection performed, and product found to be in good condition. The investigation, power on the device and red led light alarm came on. Then removed back panel for further investigation and found that a crack in the return tube which had leaked water, and damaged multiple internal components. The customer reported problem was confirmed. According to the investigation, the reported problem was caused by crack in the return tube which leaked water, and damaged multiple internal components. Investigator replaced return tube and main pcb. The problem source of the reported problem is design.

Manufacturer narrative:
Other, other text: this correction report is being submitted to inform you that the reports sent with MFR numbers 3012307300-2020-07495 and 3012307300-2020-07496 were sent in error and are duplicates of the report sent with MFR 3012307300-2020-07494.